Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck has greater than 60-degree angulation. It was reported that after the endurant bifurcated stent graft and the bilateral iliac limbs were implanted the final angiogram revealed proximal type 1 endoleak. A heli-fx applier was used to treat this endoleak. During deployment of a endoanchor, the endoanchor did not seat properly and caused the blue light on the applier to come on. The partially deployed endoanchor stayed in place. The heli-fx applier was replaced with another heli-fx applier. After completing treatment with second heli-fx applier, a completion angiogram was performed. The angiogram revealed that the proximal type I endoleak was not resolved. The physician elected to use another manufacturer¿s stent to treat and the event was resolved. The angiogram also revealed that the endurant 16x20x124 in the right iliac limb did not have sufficient seal into the common iliac. The physician extended the limb with another endurant 16x20x124 stent graft and the event was resolved. Per the physician, the cause of the type I endoleak was due to the patient¿s anatomy; angulated aortic neck and short common iliac arteries. No additional clinical sequelae were reported and the patient is fine.